Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that the lead was attempted but not used due to the threshold test not being successful and the lead was not able to stimulate properly. The lead was explanted and replaced. No patient complications were noted as a result of this event.